Event description:
(B)(4). This unsolicited case from united states was received on 02-dec-2016 from pharmacist. This case involves a female patient (age unspecified) who received treatment with synvisc one and after unknown latency patient experienced swollen knee, really bad excruciating pain and knee to be drained no concomitant medications, past medications, medical history or concurrent conditions were reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 48 mg once (indication: not provided; batch/lot number: 6rsl019 and expiration date: not provided) in unspecified knee. On an unknown date in 2016 (few days after initiating the treatment), the patient experienced swollen knee and really bad excruciating pain. Further reported, the patient went to the emergency room for treatment and had to be taken to the "or" for the knee to be drained. Corrective treatment: knee drained for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.

Event description:
This case was cross referenced with cases: (B)(4) (cluster). This unsolicited case from united states was received on 02-dec-2016 from pharmacist. This case involves a female patient (age unspecified) who received treatment with synvisc one and after few days the patient experienced swollen knee/ very swollen post injection, really bad excruciating pain/ post injection painful, red post injection and knee to be drained. No concomitant medications, past medications, medical history or concurrent conditions were reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 48 mg once (indication: not provided; batch/lot number: (B)(4) and expiration date: not provided) in unspecified knee. On an unknown date in 2016 (few days after initiating the treatment) the patient experienced swollen knee, very swollen and red post injection and really bad excruciating pain/ post injection painful. Further reported, the patient went to the emergency room for treatment and had to be taken to the "or" for the knee to be drained. On an unknown date in 2016, the patient eventually recovered from all the events. Corrective treatment: not reported for red post injection; knee drained for rest of the events. Outcome: recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for swollen knee/ very swollen post injection, really bad excruciating pain/ post injection painful and knee to be drained. Additional information was received on 09-dec-2016 from a nurse. A related case was added. The event of red post injection was added with details. The verbatim for the event of swollen knee was updated to swollen knee/ very swollen post injection and that of the event of really bad excruciating pain was updated to really bad excruciating pain/ post injection painful. The outcome for the events of swollen knee/ very swollen post injection, really bad excruciating pain/ post injection painful and knee to be drained was updated from unknown to recovered. Clinical course updated and text amended accordingly.

Event description:
This case was cross referenced with cases: (B)(6) (cluster). This unsolicited case from united states was received on 02-dec-2016 from pharmacist. This case involves a female patient (age unspecified) who received treatment with synvisc one and after few days the patient experienced swollen knee/ very swollen post injection, really bad excruciating pain/ post injection painful, red post injection and knee to be drained. No concomitant medications, past medications, medical history or concurrent conditions were reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 48 mg once (indication: not provided; batch/lot number: 6rsl019 and expiration date: apr-2019) in unspecified knee. On an unknown date in 2016 (few days after initiating the treatment) the patient experienced swollen knee, very swollen and red post injection and really bad excruciating pain/ post injection painful. Further reported, the patient went to the emergency room for treatment and had to be taken to the "or" for the knee to be drained. On an unknown date in 2016, the patient eventually recovered from all the events. Corrective treatment: not reported for red post injection; knee drained for rest of the events. Outcome: recovered for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 6rsl019 expiration date (04/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl019 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention for swollen knee/ very swollen post injection, really bad excruciating pain/ post injection painful and knee to be drained additional information was received on 09-dec-2016 from a nurse. A related case was added. The event of red post injection was added with details. The verbatim for the event of swollen knee was updated to swollen knee/ very swollen post injection and that of the event of really bad excruciating pain was updated to really bad excruciating pain/ post injection painful. The outcome for the events of swollen knee/ very swollen post injection, really bad excruciating pain/ post injection painful and knee to be drained was updated from unknown to recovered. Clinical course updated and text amended accordingly. Additional information was received on 19-dec-2016. The expiration date and ptc results were added and text amended accordingly.